Event description:
The facility reported a pump with failure code 16:310:903:0002. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.